Event description:
Caller reported experiencing multiple alarm events, specifically alarm 2 followed by alarm 26, indicating occlusion issues with their insulin pump over the past week. Blood glucose level was not adversely impacted, with no readings exceeding 500 mg/dl or cgm indicators reading "high." The customer consistently resolved these occlusion events by reloading original supplies into the pump and resuming insulin. Follow-up was requested for further assistance with recurring issues.